Manufacturer narrative:
MDR 2517506-2019-00350 was filed on 20-sep-2019. Additional information (10-oct-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed creatinine results. Hsc has reviewed the instrument data. Quality control was in range after recalibration and no issues were noted with any other patient samples. The cause of the event is unknown. No product non-conformance was identified. The system is operational. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely depressed creatinine (cre2) patients' results were obtained on a dimension vista 1500 instrument. Siemens is investigating the event.

Event description:
Discordant falsely depressed creatinine (cre2) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The same samples were reprocessed on the same instrument and higher results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed creatinine (cre2) results.